Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. The device has not yet been returned for evaluation. Results of evaluation of returned device will be submitted in a supplemental report. (B)(4).

Event description:
It was reported that during a cryo ablation procedure, there was always air in the sheath when trying to aspirate blood. The sheath was replaced and the procedure was completed with cryo. The patient was not under general anesthesia and there was no patient complications reported.

Manufacturer narrative:
Product event summary: the sheath was returned and analyzed. Visual inspection of the sheath showed that the device was intact with no apparent issues. A test arctic front catheter was introduced through the sheath and air aspiration was reproduced. A dissection of the sheath showed the hemostatic valve was leaking and the valve was torn. In conclusion, the reported issue has been confirmed through testing. The sheath failed the returned product inspection due to a leaking hemostatic valve.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.